Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d1: brand name d4: additional device information catalog number updated d4: additional device information lot number, expiration date and UDI number updated to unknown. G3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date updated to unknown h10: additional narrative

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the healing abutment does not seat properly in the implant at tooth site 15. The procedure was completed with another healing abutment without any negative impact on the patient's health.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d9: device availability , g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) hc347, (heal collar 3.5x4.5, 7mm) for evaluation. Visual evaluation and a functional test were performed, the returned abutment was not identified as reported. Returned abutment was identified as item hc347. The abutment's threads were seen damaged, did not engage an in-house implant during a functional test. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hc347 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: fit : does not seat. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The healing collars threads were damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.